Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number was not provided by customer. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 24 days after the dental implant was installed in intraoral region 12#, its non-osseointegration was observed. Moreover, 45ncm of primary stability was achieved and the patient presented bone type ii.